Event description:
It was reported that the patient experienced sepsis. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with a closure device implanted in the laa of the patient. The patient was doing fine following the procedure and was discharged home. On (B)(6) 2020 the patient had a fall, but was not admitted to the hospital. On (B)(6) 2020 the patient was admitted to the hospital for sepsis. The patient was taken off of their eliquis. On (B)(6) 2020 the patient was discharged to rehabilitation on a medical regimen of aspirin.